Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 978a128, lot#: 978a128, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 28-jun-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was seen in the clinic for tenderness at the lead insertion site and that it has roughly been going on a couple of months. She also mentioned that she has restless legs periodically at night but health care professional sees no correlation in the device and her restless legs. Dr. (B)(6) did however note that her lead is superficial at the insertion site and sits along her waistband and may be irritated by her pants. The patient also noted increased urgency in her urination but dr. Pointed out to her that the majority of her liquid consumption is caffeine and she needs to change some of her personal habits. Recommended turning her device off for a period of 2 weeks to rule out any association with her restless legs and the interstim device. She has scheduled a telehealth visit for 2 weeks. The patient was re-educated on turning her device back on following the next two weeks. A lead revision may be necessary in the future to bury the lead deeper should the patient request it.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# 978a128, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported by the manufacturer representative (rep) that the patient had a follow up tele health visit on (B)(6) 2022 and their device is now back on. The cause of the lead being superficial and the leg restlessness was unknown but according to the managing physician it is not device related. The rep responded that it is unknown what likely caused or contributed to the issue and it is unknown what steps were or will be taken to resolve this issue. When asked if the issue has been resolved the rep replied yes, with the patient's urogynecologist and the issue is closed.